Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was hospitalized for sepsis secondary to cholecystitis and e. Coli bacteremia. The implantable pulse generator (ipg) system was explanted and a temporary right ventricular (rv) lead was placed via the right internal jugular vein. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.